Manufacturer narrative:
The last calibration performed on (B)(6) 2024 was ok and there were no alarms. The provided quality control data was within range. Upon review of the alarm trace, no relevant alarms were observed. Precision studies were performed. The customer ran calibration and controls; these recovered within range. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6) . The field service engineer determined the gear pump pressure was low. The water pressure gauge was replaced. The gear pump pressure and cuvette water level were adjusted. Mechanism checks and air purges were performed. Performance testing was run and was successful. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 (calcium) on a cobas 6000 c 501 analyzer. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 6.6 mg/dl. Since the value was low and close to being considered a critical value, the user decided to repeat the sample. The sample was repeated twice, resulting in calcium values of 9.3 mg/dl and 9.2 mg/dl. The repeat values were deemed correct.